Event description:
It was reported that the customer changed the insulin pump's battery and two days later the insulin pump had a blank display. The battery was old. When the customer tried to change the battery again, she noticed the battery was rusted. She was afraid that her insulin pump had acid in the battery compartment. Her blood glucose level was 139 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump was unable to download due to blank display. No corrosion on battery tube noted. Insulin pump had deep and minor scratched display window and cracked case at display window corners.